Event description:
It was reported that stent migration occurred. The 85% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery (lad). Two non-boston scientific (bsc) guidewires were placed for backup support, one in the distal lad and one in the side branch. Following pre dilatation with a 2.75 x 18mm non-bsc balloon, a 2.50 x 24mm synergy xd drug-eluting stent was advanced for treatment. After the stent was implanted, the physician tried to pull out the wire from the side-branch. However, the wire caused the implanted stent to migrate. The procedure was completed with another of same device overlapping the migrated stent. No patient complication was reported and the patient was stable.